Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
During inspection of the loaner instruments returned from the customer, it was found that the tip of the 3 taps chipped off (fragmented). We could not find which hospital these were used.